Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
(B)(6).

Event description:
Additional information received on (B)(4) 2014 stated that prior to the procedure the patient presented with abnormal uterine bleeding, stress urinary incontinence, cystocele, rectocele, and enterocele. During the procedure it was noted that the patient had third degree cystourethrocele, first degree uterine descensus, and third degree rectocele and enterocele. The physician placed the sling without complications.